Event description:
It was reported that the y ext w/vlv ports & 2 sld clp experienced flow issues. The following information was provided by the initial reporter: material no: 20019e, batch no: unknown. I received 2 smartsite extension sets this morning that are not flushing. It¿s been awhile since I sent the last ones, so I can¿t remember how I got the shipping labels and forms to complete.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/21/2021. H.6. Investigation: 1 sample was returned by the customer. It was reported that 2 smartsite extension sets are not flushing. The set was examined for defects and abnormalities. No defects or abnormalities were observed. Both ports on the set were connected to a 10 ml syringe and attempted to be flushed with at least 10 ml of a blue dye/water mixture. One port was able to be flushed, but the other port was unable to be flushed. The complaint was able to be verified. A device history record review for model 20019e lot number 20115020 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. CAPA#1998036 was initiated. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20115020 regarding item #20019e.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the y ext w/vlv ports & 2 sld clp experienced flow issues. The following information was provided by the initial reporter: material no: 20019e. Batch no: unknown. I received 2 smartsite extension sets this morning that are not flushing. It¿s been awhile since I sent the last ones, so I can¿t remember how I got the shipping labels and forms to complete.